Manufacturer narrative:
H.6. Investigation: bd received 16 instye autoguard blood control units from lot 8318508 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed the tips of the needles exposed and protruding beyond the needle covers. Based off the visual inspection the engineer was able to verify the reported defect. This was determined to have been a manufacturing defect. There was an issue with lot manufactured before this one. It used a smaller needle and the covers were not changed before production of this lot.

Event description:
It was reported that before use of the insyte autog bc global pnk 20ga x 1.16in style was sticking out of the catheter protection cap. 2000 of the insyte autog bc global pnk 20ga x 1.16in had this condition. The following information was provided by the initial reporter: packed with the stylet pierced out of the catheter protection cap. It's assumed to be a catheter protective cap size error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the insyte autog bc global pnk 20ga x 1.16in style was sticking out of the catheter protection cap. 2000 of the insyte autog bc global pnk 20ga x 1.16in had this condition. The following information was provided by the initial reporter: packed with the stylet pierced out of the catheter protection cap. It's assumed to be a catheter protective cap size error.